Event description:
Patient was in for a robotic assisted prostatectomy. Took 1st bite on left bladder/prostate pedicle and heard a loud snap as the handle was squeezed. Pulled the enseal out of patient and noted that the "free" jaw was loose and opened too far. Surgeon opened another enseal and it worked fine. Normal sized pedicle not overly big. There were no loose pieces in patient.